Event description:
It was reported, that the pt could not hear anymore. Coil shows traces of mechanical damage, which indicates a mechanical impact to the system. Testing confirmed that the device had malfunctioned.